Manufacturer narrative:
It was reported that a patient underwent a redo atrial fibrillation ablation procedure, and that while pacing with a coronary sinus (cs) catheter, the pacing stimulus (energy) was also coming out from the catheter connected to 20poleb, when it should not. They disconnected the catheter from the 20poleb, that ¿solved¿ the issue, and the procedure was continued. No adverse patient consequence was reported. Hardware evaluation details: it was confirmed that the issue was resolved by replacing the faulty piu+lp with other ones that were delivered to the customer. The acl tx card was also replaced as part of the piu replacement to meet the correct configuration. The suspected piu and lp were sent to the manufacturer for investigation. During the investigation, it was found that the issue was caused due to faulty opto switch component on the ECG card. The card was repaired and the issue resolved. It was also reported that while on site, the bwi field service engineer (fse) noticed that there were 2 pins stuck inside the map port of the piu, not related to the pacing issue. The fse confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. The issue was resolved. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. There are 3 additional complaints similar to reported issue. A manufacturing record evaluation was performed for the system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation procedure, and that while pacing with a coronary sinus (cs) catheter, the pacing stimulus (energy) was also coming out from the catheter connected to 20poleb, when it should not. They disconnected the catheter from the 20poleb, that ¿solved¿ the issue, and the procedure was continued. No adverse patient consequence was reported.